Event description:
It was reported that a diagnostic anomaly was observed regarding the device's longevity due to an alleged interrogation problem. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.